Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level ranged between 300 mg/dl and in the 400's (mg/dl). Customer changed pump supplies to address the occlusions.